Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that when the ophthalmic surgeon removed the laser probe from the trocar cannula, the trocar cannula came with it during a vitrectomy procedure. The procedure was complete after replacing the laser probe with another and there was no harm to the patient. The product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No sample was returned for evaluation therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The root cause of the customer's complaint could not be determined. (B)(4).